Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the cuff was deflated. The event occurred at hospital, while in use with patient. The operator of the device was health professional. Sample picture and video was provided. There was no patient harm/adverse event.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the cuff was deflated. As received, there were no damages or anomalies observed during visual inspection. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. In order to replicate clinical use, the tracheal tube was filled with 20ml of air using an ICU medical provided syringe. Both the trach cuff and pilot balloon inflated successfully. The trach was checked for leaks by submerging it in water as per manufacturing procedure. A leak was observed at the inflation line-cuff weld junction. The complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing.